Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for safety shield separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a needle stick occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "we had a safety device malfunction on a 21 gauge straight needle, lot # 8354990. The testimony of the phlebotomist reporting the incident is as follows: I stuck the patient and went to activate the safety and the safety device bent sideways. Instead of closing on the needle, it missed and I stuck myself. This phlebotomist stated that the inspection of the needle prior to use was normal and the safety device seemed to be okay before attempting to activate it, so we are unaware if any other needles in this lot have improper safety devices as well."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "we had a safety device malfunction on a 21 gauge straight needle, lot # 8354990. The testimony of the phlebotomist reporting the incident is as follows: I stuck the patient and went to activate the safety and the safety device bent sideways. Instead of closing on the needle, it missed and I stuck myself. This phlebotomist stated that the inspection of the needle prior to use was normal and the safety device seemed to be okay before attempting to activate it, so we are unaware if any other needles in this lot have improper safety devices as well."